Event description:
It was reported that a pt experienced burning during an MRI exam of the prostate/pelvis. The technologies stated the pt was padded to isolate the arms from the bore, but could not confirm that the cable running between the legs did not come into contact with the pt's leg. The pt completed the exam, but later told the technologist of the burning sensation in the leg. There was a 2.5cm blister on the inside of the left medial knee. The pt was treating the blister with antibiotic cream. The radiologist followed up with the pt the next day and the pt did not require any additional treatment.

Manufacturer narrative:
A ge healthcare (gehc) local field team was dispatched to the customer site to complete a pt warming questionnaire. The purpose of this questionnaire is to understand the pt warming issue, to obtain scan specific information, and to learn of the customer's room environmental conditions. The survey then establishes the performance of the gehc MRI scanner. The gehc scanner performance query focuses on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log); surface coils/accessories: (surface coil/ECG checks); system/image quality: (system level testing to check for system failures); pt monitoring: (pt alarm and rf safety monitor checks). At the completion of the system checkout and calibration, it is concluded that the system is performing within specification and there are no issues with the system that caused or contributed to the burn. The system is designed to comply with (B)(4), including the requirements intended to minimize the likelihood of pt warming. The MFR safety guide provides warming and safety instructions regarding pt warming. No further actions are planned at this time.